Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the tiny tip of fs-needle returned broken from surgeon to scrub nurse, tip whereabouts unknown. There were no adverse patient consequences reported. No additional information was provided.